Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line) alarm. This occurred during the fourth dwell cycle of peritoneal dialysis therapy. The patient stated that they did not disconnect that night, and they were unable to find the source of the alarm. The technical services representative (tsr) assisted the patient in clearing the alarm. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.